Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent endovascular treatment for a trauma to the left subclavian artery and was implanted with a gore® tag® conformable thoracic stent graft with active control system (ctag-ac) the patient tolerated the procedure. On (B)(6) 2023, the patient was hospitalized for treatment of a dog bite. At this time the patient had a full computed tomography (CT) scan performed. Upon review of the CT, the physician reported the proximal edge of the ctag-ac device looked irregular and the patient may require reintervention for a possible bypass procedure. On (B)(6) 2023, the physician reported that the patient has an aortoesophageal fistula (aef), a mediastinal hematoma and a suspected infection of the ctag-ac device. Additionally, the physician reports the patient has a history of bacteremia. The physician believes the infection is related to multiple orthopedic hardware implant procedures the patient has undergone, and does not believe the infection was caused by the gore device. There is no allegation of deficiency of the gore device. There is no reintervention planned for the patient and the physician does not have a positive outcome for the patient.